Event description:
It was reported that during an a-fib procedure, once the catheter was connected to the carto 3 system, the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings. The signal loss occurred on both carto 3 system and ep recording systems at the same time. The procedure was completed with a new catheter. The case completed successfully with no patient issues.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, once the catheter was connected to the carto 3 system, the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings. The signal loss occurred on both carto 3 system and ep recording systems at the same time. Upon receipt of the complaint catheter, it was visually inspected and the catheter was found in normal conditions. The catheter was electrically tested and passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).